Manufacturer narrative:
(B)(4). Batch # m52a7p. Conclusion: the ec60 device was received for analysis with the clamping mechanism damaged and with no cartridge reload present. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the internal components and closing trigger return spring post was noted to be broken, not allowing the device to properly open when the release button was depressed. In addition the closure link pin was found out of position. No conclusion could be reached as to how the closing trigger became damaged and the closure link pin to be out of position, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after the second firing with the gold reload. They used the manual release lever to open the jaw. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.